Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was previously capped for unknown reasons with no allegations against the lead. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.